Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient says that their implanted neurostimulator isnt working, and if they turn it on it goes right back off. They clarified that they mean the stimulation in their body. They said this started happening about a month and a half ago. Pt says that the healthcare provider (hcp)  office said that they were going to call but doesn't know what the status is. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.